Event description:
It was reported that the patient was initially implanted and 3 months following initial implant had an infection on the left side. This had resulted in removal of the leads and implantable neurostimulators (ins). Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type implantable neurostimulator, product ID neu_unknown_lead, lot# unknown, product type lead, product ID neu_unknown_lead, lot# unknown, product type lead, product ID neu_unknown_ext, product type extension, product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had the left side ins removed on (B)(6) 2008 and re-implanted on (B)(6) 2011. It was noted on (B)(6) 2013 they had subtotal parathyroidectomy. It was stated the patient had the bilateral ins replaced on (B)(6) 20144. It was noted the date of onset/diagnosis of infection was (B)(6) 2008. It was noted the symptoms of the infection were unknown. It was noted a culture was obtained and the type of organism that was cultured was penicillin (pcn) resistant staph aureus at the site of the cranial burrhole. It was noted IV antibiotics were administered and the infection resolved. It was noted the patient had post-operative wound or skin contamination before the implantation of the device.